Manufacturer narrative:
E.2. Initial reporter other occupation: pharmacy automation technician. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black loading screen. There were three operating room pyxis anesthesia system enterprise server units in which the system had appeared to crash and freeze the display. The units were no longer able to reboot normally and only displayed a continuously loading blue screen. The field service engineer (fse) successfully uploaded version 11.1 firmware and reimaged the pyxis anesthesia system enterprise server, after which normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station became stuck on a black loading screen after a reboot. There were no delay or adverse events or injuries reported based on this event.